Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer service rep (csr) documentation, since the pt was unwilling to answer follow-up question requested by the medical affairs specialists (mas). The pt reported that the alleged issue began on eight days earlier. On an unspecified date/time, the pt reported obtaining a reading of "259 mg/dl" on the subject meter. It is unk if the pt was experiencing any symptoms at the time of obtaining this result. However, the pt claimed she administrated an unspecified amount of lantus insulin (based on a sliding scale) after obtaining the "259 mg/dl" reading. Sometime after the reported issue began, the pt indicated she developed symptoms she described as "sweaty and cold.'' The pt denied being tested on another device. In addition, the pt was unwilling to disclose the blood glucose readings she was obtaining on the subject meter prior to this incident. On two weeks prior to original date, prior to when the alleged issue began, the pt reported she was admitted to the hospital. The pt was unable and/or unwilling to disclose the type of treatment she received while in the hospital. At the time of troubleshooting, the csr confirmed that the subject meter was set to the proper unit of measure setting (mg/dl), that the pt was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.